Event description:
In 2000, pt's sibling (also an rn for 27 years) contacted MFR's (MFR) rep and stated following: pt had device implanted approx 6 weeks ago (exact date unknown). Since the day device was inserted, pt has experienced considerable pain. By end of that week pain was excruciating and pt needed pain medication. Pt asked physician why pt was experiencing so much pain. Pt was told pt did not have lot of tissue, so it was implanted differently then it would normally have been. Pain is so bad that prior to treatment, pt has to be anesthetized. Rep asked if pt has had any x-rays/fluoroscopy to determine what could be causing this much pain. Sibling stated that a doppler was taken (date unknown) and it did not show any problem, good blood flow. Sibling also stated that pt works and is right-handed. At this point, pt is finding it very difficult to function. Pt's arm is totally ecchymotic from pt's shoulder to pt's fingers. Veins are discolored. Pt is afraid of losing arm. MFR rep recommended that pt contact physician immediately. Pt's sibling stated that pt contacted physician in 2000. After pt spoke w/physician, someone from facility contacted pt and said if pt wanted device removed to go in and it will be explanted. Pt did not want device removed, but wanted to know what problem is. Sibling stated that being a nurse, sibling understands that the pt will experience some pain after the implant, but it should not last as long as it has or be as painful. Additionally, sibling stated sibling did not feel that there is a problem with the device itself, but in how it was implanted. The MFR's representative suggested if the pt is not satisfied with what pt is being told by the physician, pt should seek another opinion and request that an x-ray/fluoroscopy be performed. The MFR's representative provided the sibling with the telephone number of the MFR's clinical consultant and suggested sibling contact consultant as soon as possible. MFR's rep requested that when sibling contacts MFR's clinical consultant to inform consultant of this discussion and request consultant fax MFR's rep info regarding the contact. MFR's rep also stated that rep will contact the pt's sibling on monday (in 2000) to obtain follow-up info. No further details were provided at this time. In 2000, pt's sibling contacted MFR's clinical consultant and informed consultant of above. Sibling stated that device was placed approx 6 weeks ago to infuse chemotherapy every week. Pt is a very thin pt. Device was placed in upper right chest below clavicle. Pt immediately began to complain of pain in right arm after insertion. Pain has progressed until now pt requires use of local anesthetics for anyone to touch area. Pt cannot tolerate a blood pressure in right arm. Pt's veins on this arm appear "black", right arm is extremely swollen and skin feels taut, but it will not form a pit when pressure is applied. There continues to be a good blood return from device. Sibling questions size of device in relation to size of pt's veins. MFR's clinical consultant advised pt to seek immediate medical attention. An assessment from interventional radiologist was probably necessary. A doppler study of arm has been done and was negative for thrombosis; however, clinical consultant was not exactly sure what portion of vein was examined. Pain in arm immediately following procedure suggests possible damage to brachial nerve plexus. Edema in right arm suggests a thrombosis. Sibling was extremely concerned and wanted info about what was published on problems such as this. MFR's clinical consultant confirmed that both damage to brachial nerve plexus and thrombosis can be associated with any central venous catheter and urged pt to seek immediate medical attention to properly diagnose and treat problem. In 2000, pt's sibling contacted MFR and informed rep that pt went to see a vascular surgeon in 2000. After exam of pt, vascular surgeon stated that something was definitely wrong and suggested a dye study be performed. Vascular surgeon suggested pt return to implanting physician for dye study to see if device needed to be explanted. In 2000, pt went to facility for dye study. Dye study did not reveal any evidence of clots/occlusions. Pt was then taken to surgery and was told that procedure would only take 20 mins, but procedure lasted 2 hrs. Device was replaced with a pediatric groshong. After surgery, pt overheard physicians talking and one said "md cannot understand why pt bled so much and when blood hit the air, it immediately coagulated. Md had never seen anything like this before and md can't explain it." Explanted device was sent to a dept in facility for eval. In 2000, pt's sibling informed MFR rep that pt is doing much better, however, area of explanted device is still very painful. Sibling wanted to know if MFR had attempted to obtain explanted device. MFR's rep informed sibling that hosp probably would not release device without pt's permission. Pt would have to go to hosp and/or make arrangements for them to forward it to MFR for analysis. MFR's rep asked if device was intact when explanted. Sibling did not know. Sibling states feeling this is a placement issue and doubted that this device was defective. Sibling thinks that instead of them inserting catheter into vein, they cannulated artery. Sibling based this on pt's symptoms (pain from neck to fingertips, swelling/discoloration of arm). Sibling also stated both doppler and dye studies were neg, there was good blood flow through vein, no indication of clots or occlusion. Also excessive bleeding at explant, a vein would bleed some, but pt would not bleed profusely. An artery would bleed profusely. Sibling stated that they would contact pt(pt is feeling much better) and tell pt to contact facility regarding return of device for analysis and rep within next 2 weeks as to whether or not they retained device and would forward it to MFR. No further details are available at this time.